Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system continuously displays communication errors. No pt injury was reported.